Event description:
It was reported that when the device was used during a oophorectomy procedure, the device made an incomplete staple line. Another device was used to complete the case. There was no consequence to the patient.